Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code. This issue caused the customer's blood glucose level to exceed normal levels, although no specific value was known. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided the customer with information on how to reset the pump and assisted with the reset, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any issues occurred again.